Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that the insulin gauge was inaccurate. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary. There was no adverse impact to the customer's blood glucose level.